Manufacturer narrative:
Photos submitted by the customer depict the foaming of the medication after it has passed through the cassette. Unfortunately, the device in question was not returned to the service hub, which precluded us from conducting a visual inspection or functional testing. Review of service and event history: an analysis of the device's 12-month service history was performed, revealing no incidents or events similar to the reported issue. Additionally, as the customer did not provide any event history, a review of the event history/alarm logs could not be conducted. Consequently, we were unable to replicate or confirm the reported complaint. On september 4, 2024, we received communication with the ICU medical device sales specialist to provide additional information regarding the complaint. During this call, the specialist indicated that the pump would not be sent out for repair.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved an unspecified plum 360 infusion pump. It was reported that ivig- administered via vented bd secondary tubing set #10016073. ¿foam-like¿ solution with many microbubbles was coming out of the pumping chamber. Pump was not trapping the air or alarming. It was noted that there were bubbles inside the plum cassette and along the tubing line, the alarm did not go off, so nurse back primed it to move up the bubbles to the drip chamber and nurse manually removed the bubbles in the tubing line with a syringe. It was also noted that the air trap in the plum cassette can capture up to 1 ml of air before alarming, if an air-in-line alarm does occur, air can be easily removed with automated back priming without disconnecting from the patient. The event occurred on multiple dates during infusion. There was patient involvement and no adverse event.